Manufacturer narrative:
Manufacturer's investigation conclusion: no specific pump-related issues or adverse events were reported. The account reported that there were two large slits in the outer layer of the patient¿s driveline. The reported damage was confirmed via the analysis of the returned modular cable. Examination of the modular cable, lot number 184233, revealed cosmetic damage to the polyurethane jacket approximately 9.0¿-11.0¿ and 13.0¿-13.5¿ from the controller connector which did not appear to penetrate the underlying armor layer. Additionally, discoloration of the polyurethane jacket and both bend reliefs was also observed. No other damage was observed. The inline and controller connector pins appeared unremarkable. The modular cable passed high resistance testing and appeared to function as intended. No alarms or adverse patient consequences were associated with this event. Heartmate 3 lvas, serial number (B)(6), remains in use and is not available for investigation. The relevant sections of the device history records for hm3 modular cable, lot number 184233 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU and patient handbook also contain information on caring for the driveline including proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate lvas is (B)(4).

Event description:
It was reported that the patient was seen for a routine clinic visit on (B)(6) 2020. The ventricular assist device coordinator noticed two large slits in outer layer of driveline. No alarms present. Polytetrafluoroethylene wrapping intact. The modular cable was replaced in clinic. The damaged cable will be returned for evaluation.